Manufacturer narrative:
(B)(4). The customer was requested to return the pump for eval. The pump has not yet been returned to sigma. Hence, an eval could not be completed.

Event description:
Pt had heparin drip infusing with sigma spectrum pump. Staff checked about one hour after infusion started and there was no medication infused and blood had backed up into tubing, although the pump indicated that it was infusing. The staff replaced the pump and it worked as expected. It was reported that no pt injury occurred, but medical intervention was required. The type of medical intervention is unk at this time.